Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator exhibited an increase in shock impedances on the right ventricular lead. At implant, the impedances were 55 ohms. At the following checks, the values had increased to 82 ohms, then 116 ohms. During recent testing in other vectors, the impedances were 102 ohms and out of range at 142 ohms. At this time, the products remain in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the shock impedances have continued to gradually rise and now are between 110-130 ohms. In addition, pace impedances have also gradually risen, but are still within normal limits. It is suspected that the rv lead has calcification on the coils, causing the increased impedance values. At this time, the lead will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed because the conclusion code was updated.